Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: leak at a-rubber (bending section cover or distal sheath (black covering of the bending section), sheet holder unit corroded, electrical connector corroded, and light guide lens cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus device, small intestinal videoscope, to the olympus regional repair center for service/repair. Upon inspection and testing of the returned device, it was observed that air water cylinder and tube had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.